Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a pre-existing skin irritation and the lifevest exacerbated it. There was no alleged device malfunction contributing to the irritation. The patient¿s physician discontinued the lifevest. Follow up indicated that the skin irritation improved.